Manufacturer narrative:
The returned device was evaluated and the investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the hole upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 500 mg/dl. The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated with a new pod.